Event description:
On (B)(6) 2014, pt had 7.0 french tunneled dual-lumen hickman catheter placed. Reported to ir on (B)(6) 2014 that catheter was not functioning properly and causing pt discomfort. When removed, catheter was found to have small holes in it.